Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a communication error could not be confirmed. . File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that terbutaline was infusing on a severe asthmatic patient when the pump module was slightly moved, stopped infusing, and alarmed for ¿communication error¿. There was no report of patient harm. The facility¿s biomed evaluated the device and not fault was found with the device.